Manufacturer narrative:
Explant date: if explanted, give date: not applicable, as the lens remains implanted. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was implanted in the patient's operative eye. Post-operatively, there is a strange fibrinous type deposit on the iol. It was stated that there is not much activity in the eye and that the deposit remains. The patient is being treated with a combination of steroids, non-steroids, and antibiotics. It was also reported that the doctor will not proceed with cataract surgery in the patient's other eye. No additional information was provided.

Manufacturer narrative:
Additional information received reported the lens model, diopter power and serial number, including the event location name and address. A date of event of (B)(6) 2017 and the facility name and address were also provided. Reportedly, ''the patient's fibrinous uveitis has settled, but he has some cystoid macular edema restricting the vision to 0.6 logmar. The patient was given a subtenons triamcinolone.'' No additional information was provided. Date of event: (B)(6) 2017, model number: zxt150, expiration date: 02/28/2022, serial number: (B)(4), UDI number: (B)(4), catalog number: zxt150u170. Device manufacture date: 02/28/2017. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.